Manufacturer narrative:
Visual inspection of the returned tibial plate identified gouging along the anterior edge and one posterior corner as well as anterior edge of the top surface. The articular surface exhibited discoloration and pitting on the top surface, and discoloration and backside wear underneath. Dimensions were found conforming to print specifications where measured for both components. Devise history records were reviewed and no deviations or anomalies. No primary or revision operative notes were provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. It was further reported that the patient being overweight likely lead to the soft tissue stretching resulting in malalignment and loosening. The tibial plate was reported to be well adhered with cement, taking some effort to remove. All components were explanted, and the knee was revised to a more constrained system. The package insert states that loosening and joint instability are potential adverse effects. This is therefore a known inherent risk of the procedure. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient was being revised for instability. X-rays revealed malalignment and loose components. While removing components it was noted that this was probably more due to patient being overweight and soft tissue stretching leading to malalignment and loosening. Femoral and tibial components were revised.